Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The only information known is that there was a scissored clip. Another device was used to complete the case. There was no adverse consequence to the pt.